Event description:
It was reported that the patient had not been feeling well and presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had been externally shocked in (B)(6) 2014 to address his atrial flutter. A device software was downloaded and normal device function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.